Event description:
Additional information received reported that there was also loss of rv and left ventricular (lv) capture. The lv lead was non boston scientific, and the threshold measurements had been increasing, which was a known issue; therefore, lv sensing had previously been programmed off. Additionally, the minute ventilation (mv) feature had been programmed off due to the previous reports of mv oversensing on the ra channel. There was no rv noise observed; however, reproducible rv noise was noted by the physician. The device was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code (B)(6) is being used to capture the additional intervention performed. The returned device was analyzed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and a non boston scientific right atrial (ra) lead and right ventricular (rv) lead exhibited impedance measurements of greater than 3000 ohms. There was ra noise, oversensing, and inappropriate atrial tachy response (atr) episodes due to minute ventilation oversensing. Troubleshooting and programming options were discussed with the health care professional (hcp). No adverse patient effects were reported. The device remains in service.